Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory, in two segments and severed 55 millimeters (mm) from the terminal pin. Visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the inner conductor coil was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant however difficulty was experienced extending and retracting the helix mechanism. No adverse patient effects were reported.